Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. Per the instructions of use of the device, catheter tearing is a known possible risk of use of the device. The cause of the catheter tearing is unknown. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a catheter replacement due to the catheter being sheared at the midline. The patient experienced a lack of therapy. The replaced catheter was discarded.